Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there could be a failure in the activation of high-level alarms. Reported that alarms do not sound occasionally when the circuit is in fully released. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not reproduce the reported problem. The patient circuit disconnection alarm was confirmed to sound when the air outlet was fully opened. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.